Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # j0417618v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient¿s lead had broken and was revised through surgery. A new lead was placed. Additional information was requested, but was not available as of the date of this report.